Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The following additional event information were received on 02-11-2021: 1. Was the 2nd revision due to femur fracture happened on (B)(6) 2020? If no, please provide the exact revision date the first revision (in which the above c-stem was implanted) was on (B)(6) 2020. The surgeon believes the femur fractured while he was inserting this implant. The second revision to remove this c-stem happened on (B)(6) 2020 where the surgeon removed everything and implanted a reclaim stem. 2. What are the depuy product explanted during revision surgery? Please provide product and lot number. The product explanted from the first revision is now available to return (once I can gain access to the hospital) but the ref and lot number have not yet been made available from the original implanting hospital (B)(6) . The product explanted from the second surgery are listed at point (1) above. 3. Was there a surgical delay because of this event? If yes, what is the duration of the delay? No, the surgeon relisted the patient as soon as he was able too. There was 5 days from revision 1 to revision 2. 11-feb-2021: medical records received and reviewed. Patient had a left tha on (B)(6) 2014. Components placed during are unknown. The patient experienced a fractured femoral stem and pain. Patient underwent a revision on (B)(6) 2020 and all implants were revised and depuy products placed (cemented c-stem, pinnacle cup with 1 screw, lipped liner, and femoral head). Patient underwent a revision on (B)(6) 2020 for a femur fracture that the surgeon believed to have occurred when inserting the c-stem. The c-stem was removed and replaced with a reclaim stem. Doi: (B)(6) 2020 (depuy implants placed). Dor: (B)(6) 2020 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon ended up doing a cement in cement revision with a c-stem. However, upon insertion, this then fractured the lateral cortex of the femur but wasn¿t discovered until the post-op x-rays. The patient ended up coming back to theatre again x3 days later and was revised again to a reclaim femoral stem. Doi: (B)(6) 2020, dor: (B)(6) 2020, left hip.